Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 270 mg/dl. Customer stated that she was receiving multiple alarms and alerts after seeing the no delivery alarm. The alarm was resolved by a set change. Customer was unable to troubleshoot at the time of the call. Advised that the reservoir will be replaced. Nothing further reported.